Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported they¿ve seen kinking for the 18 gage powerglide in some patients after a couple weeks of use, and that when the device was removed it had taken on a cork screw shape. No other information was provided.